Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified restenosed distal right coronary artery. A 3.5 x 23 mm xience xpedition stent delivery system was advanced to the restenosed lesion; however, it could not cross. During removal there was resistance with the guiding catheter and when removed from the anatomy the stent struts on the proximal end of the stent were flared. The procedure was completed with a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sionblue; guide catheter: launcher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.